Event description:
I received essure in (B)(6) 2013. Before my procedure, I was told I needed to be on birth control and was told depo shot would thin the lining of my uterus, ultimately making the procedure easier. I got the depo shot in beginning of (B)(6). Day of procedure, I was giving vicodine and xanax and sat in the filled waiting room for the drugs to kick in 30 min later it was my turn. The meds were not working, there was a essure representative in the room, and the procedure was almost as painful as child birth. Over all my experience was off to a bad start. After the procedure, I was bleeding and continued to bleed, for three months. During this time, I went through a super + tampon every hour, the pain got so bad I could not use tampons and switch to pads. I stop bleeding for two weeks just to start again, still with heavy bleeding and golf ball size blood clots. I am currently, still on my period. Besides all the menstruation issues, my hair began to fall out, I would say I have lost 25% volume of my hair since (B)(6). My scalp burns and itches. I am fatigued all the time, in constant stomach pain, I swear it feels like something is stabbing me on the inside in my lower stomach. It hurts during and after intercourse. I had my procedure done at (B)(6), when I told them about my issues, they assured me it was not essure related but they think it is depo shot side effects. My plan (B)(6) only covered the procedure and the hsg test, but will not cover any f/u appointments in case of issues. So I can't afford to go see a doctor until I get on an (B)(6) plan. Please help me. I feel like they put these things in me and then I am just left here with all these problems. Since I got these coils, I have not been the same. The symptoms keep getting worse. I feel sicker and sicker. I did go to the emergency room, had ultra sounds and x-rays in (B)(6). They drew blood as well and said they don't see anything else that could be causing my symptoms.